Event description:
An additional stent was implanted as a result of the inaccurate stent placement.

Event description:
Physician was using a complete se peripheral bare metal stent to treat a lesion in the superficial femoral artery. Device was inspected and prepped prior to use with no issues noted. Device did not pass through any previously deployed stents. There was sufficient distal landing zone, however inaccurate delivery of the stent was reported and the stent was deployed in an unintended lesion site. No patient injury or other sequelae were reported for this event.

Manufacturer narrative:
Evaluation results: root cause undetermined; no results available since no evaluation performed- device or procedural images not provided for review. No device returned. Evaluation conclusion: unable to confirm complaint - device or procedural images not provided for review. Root cause undetermined. (B)(4).

Manufacturer narrative:
(B)(4).